Event description:
Boston scientific received information that this atrial lead exhibited noise and a low out of range impedance measurement. The non bsc device was reprogrammed to disable the atrial notifiers and program the lead out of the stored electrogram (egm) configurations. The clinic will continue to monitor the system. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.